Manufacturer narrative:
No unexpected blank screens noted. The insulin pump passed displacement test and off no power test. The operating currents were within specifications. The device had minor scratches on lcd window noted, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was dropped and it shut down. Customer stated the screen was out and there was not damage to the pump just some scratches. Customer's blood glucose was 56 mg/dl. Location of the damage was the screen. Customer stated that sometimes it was hard to understand what was on the screen. Customer was advised to discontinue use of the device and revert to back up plan. Blood glucose of 400 mg/dl was also reported. No further information reported.